Event description:
Patient's device is currently being titrated up. It was noted that the patient had daily bradycardia markers on their programmer data. Patient's heart rate is set at 40. No other relevant information has been received to date.

Event description:
Information was received noting that the physician is unsure why the bradycardia occurred. There were no external factors contributing to the bradycardia. The patient had an asd (atrial septal defect) at birth. The patient is planned to have a 24 hour holter monitor. The results of the monitor have not been received to date.

Manufacturer narrative:
B2, corrected data: outcome of the event was inadvertently omitted on the initial report.

Event description:
Additional information was received that the patient&#39;s bradycardia self-resolved and the patient has a naturally low heart rate, with in clinic follow up showing 60 beats per minute. The patient was assessed by a cardiologist and no cause was found.